Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the zip ties were leaking. Additional malfunctions include the hose clamps were leaking.